Event description:
On 04-feb-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt experienced an issue during a procedure on (B)(6) 2026. After graft passage, the adjustment loop was pulled; however, the chinese finger trap mechanism broke, and the graft did not advance despite additional tension. The procedure may have been delayed by more than an hour, and additional anesthesia may have been required. The surgery was completed using another, unspecified product. Additional information was received on 10-feb-2026: the ar-1588rt-ib tightrope ii rt was removed after the break occurred during the acl reconstruction procedure, and the case was completed using an ar-1588btb-ib tightrope ii btb. The surgery was extended by 45 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.